Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - correction: the pump has been returned and evaluated by product analysis on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: a retained sample of the cartridge was investigated by product analysis (B)(4) 2014 with the following findings: during testing, the pump powered up but the display was dark and not legible. The pump was opened and the display screen was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.